Event description:
Baxter reports that the twist clamp of the minicap extended life pdtransfer set with twist clamp does not close. The date of how long the transfer set was in place is unk. There was no pt injury or medical intervention associated with this incident according to baxter.

Manufacturer narrative:
A sample has been requested for eval. If a sample is returned, a follow-up report will be submitted.